Manufacturer narrative:
A bhr head (74121154, 73062 sn (B)(6) which was used for treatment was received for investigation. A product evaluation was performed, visual inspection noted a wear patch and discolouration around the wear patch on the bearing surface. Wear analysis was performed on the bhr head to review linear wear on the bearing surface. The wear image identified a wear patch on the bearing surface of the head. The maximum linear wear for the bhr head was 33.2 m. Based on historic wear data, after 13.3 years in vivo, the measured linear wear on the head is higher than the expected head wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. A review of the product history was performed, complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr head and bhr cup. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed and concluded. Without the supporting operative reports/ lab results and/or imaging, the root cause of the reported ¿streaming of cobalt and chromium in the blood and synovitis noted on the pathology report cannot be confirmed and it cannot be concluded that the reported clinical reactions was associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the available information we are unable to find a root cause. If additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation. The bhr head will be retained at s+n leamington spa and is available for return if requested.

Manufacturer narrative:
Section b6 were updated due to new information received.

Manufacturer narrative:
H3, h6. It was reported that right hip revision surgery was performed. A bhr head (74121154, 73062, sn (B)(6) which was used for treatment was received for investigation. A product evaluation was performed, visual inspection noted a wear patch and discoloration around the wear patch on the bearing surface. Wear analysis was performed on the bhr head to review linear wear on the bearing surface. The wear image identified a wear patch on the bearing surface of the head. The maximum linear wear for the bhr head was 33.2 m. Based on historic wear data, after 13.3 years in vivo, the measured linear wear on the head is higher than the expected head wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. A review of the historical complaints data for the femoral head and the acetabular cup was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were identified to involve this batch of femoral heads, other similar complaints have been identified for its part number and reported failure mode in this timeframe, and this failure will continue to be monitored. A similar complaint was identified to involve this batch of acetabular cups and other similar complaints have been identified for its part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible, no further escalation actions required. The available medical documents were reviewed and concluded. With the information provided, the clinical root cause of the reported ¿streaming of cobalt and chromium in the blood and synovitis¿ noted on the pathology report cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the revision and expected transient post-operative convalescence period cannot be determined. Based on the information provided and product evaluation of the returned device, we can confirm this complaint; yet a definitive root cause cannot be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive physical activity levels and loosening of the components, increasing the production of wear particles, accelerating damage to the bone. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. The bhr head will be retained and is available for return if requested. Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that the customer states that his implant is deteriorating and streaming cobalt and chromium ions on his bloodstream. As of today, the devices remain implanted, additional information has been requested for this complaint but has not become available. A review of the complaint history for the head & cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints have been identified for the head. Similar complaints have been identified for the cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Only partial medical records have been provided. Without the relevant supporting documents, a thorough medical assessment is not able to be conducted. Upon receipt of medical/clinical records, the clinical task will be re-opened and assessed at that time. Smith and nephew are unable to offer medical advice. Questions surrounding the requirements for a revision surgery should be discussed with a suitable health care professional. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2020. The revision surgery was performed due to implant deterioration and streaming of cobalt and chromium ions on the patient bloodstream.